Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that the ra lead was explanted and replaced. No adverse patient effects were reported as a result of the procedure.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged resulting in loss of capture and high impedance measurements. As a result, a lead revision procedure was scheduled. No adverse patient effects were reported.